Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pulmonary embolism.

Event description:
Healthcare professional reported unknown side "pulmonary embolism was observed after surgery in one bilateral diep case". Device status is unknown.